Event description:
Caller reported that a pump malfunction occurred after the pump got wet. There was no adverse impact to the customer's blood glucose level. The customer was instructed to switch to multiple daily injections (mdi) as a backup therapy while waiting for the replacement pump, which was sent by technical support. Though the malfunction code was not resettable, the caller was informed that the replacement pump would include updated software. Instructions were given on how to put the faulty pump into storage mode before returning it with a pre-paid label within ten days. The customer was advised to program their settings and connect their continuous glucose monitor to the new pump.